Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after lunch despite meal announcements and encountered repeated ilet alerts stating ¿cannot proceed. Check alerts¿ during multiple supply change attempts with inset 23", 6 mm infusion sets and associated components; a dry run showed 102 units dispensed without alerts, and after a device restart and use of new supplies, insulin drops were observed and therapy was successfully resumed. Symptoms included hyperglycemia with a reported peak glucose of 423 mg/dl and glucose above 180 mg/dl for approximately three hours, without ketone testing, medical intervention, or acute complications. Outcomes included temporary interruption of insulin delivery with return to therapy following troubleshooting and education. Investigation included guided troubleshooting, dry run to verify delivery function, device restart, and repeat supply change with successful priming and visible insulin. Investigation of this case revealed that the device could dispense insulin during a dry run and functioned normally after restart and new supplies, while the initial alerts prevented completion of the supply change and the precise cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.